Event description:
It was reported that a flo-gard infusion pump had an f-38 alarm. There was no patient involvement as this occurred before use. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed with no f-38 alarm identified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.